Event description:
The (B)(6) was teaching the consumer how to grab hold of the triangle to lift himself up. When he grabbed the triangle, the bar allegedly bent and hit occupational therapist in lip. No serious injury is alleged.